Manufacturer narrative:
A review of the manufacturing record for this particular top assembly batch # 9097436 shows that the device met its material, assembly and product specifications at the time of its release to distribution. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.

Event description:
Same case as 6000089-2007-00686, 6000089-2007-00685, 6000089-2007-00688 and 6000089-2007-00689. It was reported that post a coronary drug eluting stenting treatment procedure, a thrombosis and death occurred. The initial procedure occurred in 2007. The physician pre-dilated the 70% stenosed lesion located in the proximal right coronary artery (rca) with a maverick2 2.5x12mm balloon. Two taxus express2 drug eluting stents were placed at the ostial right coronary artery (rca) , a 3.0x12mm and a 3.0x8mm. A maverick2 2.5x12mm balloon was then used to pre-dilate the 80% stenosed lesion located in the second obtuse marginal (om) artery and then a 2.5x12mm taxus express2 drug eluting stent was deployed. Post dilatation was then performed using a maverick2 2.5x12mm balloon. A non bsc 2.5x20x137 scoring balloon was then used in the om, followed by placement of a taxus express2 2.5x8mm drug eluting stent. The physician attempted to place another taxus express2 stent, 2.5x12mm, to the om lesion, but the stent was removed intact and undeployed. At this point, a maverick2 2.5x9mm balloon was used and the physician again attempted to place the 2.5x12mm stent. The stent was again removed intact and undeployed. A maverick2 2.5x12mm and 2.5x9mm balloon were used again, followed by successful placement of the taxus 2.5x12mm stent to the proximal om. Medications used during this procedure include; versed, fentanyl, heparin, nitroglycerin, morphine, ondanstron and vasotec. Two hours post procedure, the patient returned to the catheterization lab due to chest pain and st elevation caused by a thrombosis and occlusion of both previously stented vessels. The patient continued to experience drop in blood pressure and bradycardia. The patient was eventually intubated and an intra-aortic balloon pump was inserted. A maverick2 3.0x12mm balloon was advanced and partial flow was restored. An initial thrombectomy pass was performed with an angiojet. At this point, the patient went into ventricular fibrillation. The angiojet was advanced to the circumflex artery to treat the om occlusion and partial flow was restored. The patient continued to experienced arrhythmias and expired 3 hours after initial stent implantation. An autopsy was not performed, but cause of death is noted as acute stent thrombosis and myocardial infarction (mi). Medications used during this procedure include; dopamine, succinylcholine, atomidate, levophed, atropine, epinephrine, heparin and neosynephrine.